Manufacturer narrative:
Concomitant products: model: 407645, lead; implanted: (B)(6) 2006 the initial reported event was received on (B)(6) 2017. Of note, the reportable malfunction of over-sensing is normally submitted via a bimonthly report submission that would have been due on the submission date of (B)(6) 2017. Information was subsequently received on (B)(6) 2017 and revealed the patient is deceased. As there is new information that reasonably suggests the device has or may have caused or contributed to the death this event no longer qualifies for bimonthly reporting and is therefore being submitted as a 30-day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a carealert was generated due to the patients right ventricular (rv) lead had triggered a lead integrity alert (lia) with increased sensing integrity counter (sic) and high rate non-sustained episodes and the account was notified of the alert. Upon follow-up it was discovered that the patient was deceased and had passed on the same date as the alert. Further follow-up was attempted with multiple sources but no further information was able to ascertained.